Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure due to difficulty charging despite being a low energy user, and for in order to undergo magnetic resonance imaging (MRI). The device was not returned as it was retained by the facility.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb the device was not returned to boston scientific for analysis, and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code: cause not established will be used. Corrections on initial MDR in blocks: b3, b5.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement procedure due to difficulty charging despite being a low energy user, and for in order to undergo magnetic resonance imaging (MRI). The patient is doing well postoperatively. The device was not returned as it was retained by the facility.